Manufacturer narrative:
The taper adapter showed evidence of light wear or discoloration from contact with the stem.this report submitted (B)(4), 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR three of four (1825034-2011-00605 through 00608) for this event. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2005. Subsequently, the patient was revised on (B)(6), 2011, for an unknown reason. The surgeon noted metallosis and that the femoral stem was loose. Competitor's product was used to complete the procedure.